Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the elevated troponin I result is unknown. The instrument is performing within specifications.

Event description:
An elevated troponin I result of 1.34 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was repeated on an alternate instrument and a value of 0.06 ng/ml was obtained. Patient treatment was not prescribed or altered there was no report of adverse health consequences as a result of the elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the elevated troponin I result is unknown.